Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic, birth ¿ complication.') In a 24-year-old female patient who had essure (batch no. 626975) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included back pain. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), depression ("psychological or psychiatric condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (d & c surgery, c- section.). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, psychological trauma, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, anxiety, depression, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: if no removal planned, select reason(s) - unable to afford surgery. Birth complication was mentioned but was not specified. Plaintiff experienced another two pregnancy episodes in the year 2010 and 2018 which is captured in 2019-196352 and 2019-196356. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones confirming- events which are same in pfs & mr.¿ vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: new pfs and mr received- new events added: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish. Lot number, reporters information and concomitant conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic, birth ¿ complication.') In a 24-year-old female patient who had essure (batch no. 626975) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included back pain. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), depression ("psychological or psychiatric condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (d & c surgery, c- section.). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, psychological trauma, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, anxiety, depression, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: if no removal planned, select reason(s) - unable to afford surgery. Birth complication was mentioned but was not specified. Plaintiff experienced another two pregnancy episodes in the year 2010 and 2018 which is captured in (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones confirming- events which are same in pfs & mr.¿ vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: quality safety evaluation product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic, birth ¿ complication.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("physical pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, ectopic pregnancy with contraceptive device, pelvic pain and psychological trauma to be related to essure. The reporter commented: if no removal planned, select reason(s) - unable to afford surgery. Birth complication was mentioned but was not specified. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: ppf received. Reporter's information was added. Added events abdominal pain, psych injury, pregnancy- ectopic. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.